Manufacturer narrative:
(B)(4): the device was not returned. A product history review was performed and no evidence of non-conformance was identified. There is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint. Device malfunction could not be confirmed.

Event description:
On (B)(6) 2017, a (B)(6) male patient with a history of atrial fibrillation received a stand-alone thoracoscopic af treatment with fusion mi and laa clip placement. The patient was off pump and heparinized for the procedure. An atriclip pro245 device was inserted through the trocar port and during movement to reach the laa the pro245 broke making it impossible to insert the clip on the laa. This pro245 clip was not placed. The surgeon intended on using a new pro245 but observed that the laa was bleeding from its apex. At this point, the surgeon decided to convert from a thoracoscopic procedure to a thoracotomy, which prolonged the procedure. The surgeon preferred to place an atriclip flex (ach240) on the laa via thoracotomy. The surgeon indicated that laa damage was not atriclip related and the bleeding did not necessitate a transfusion. Current patient status is good without morbidity or mortality.